Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, bupivacaine, and dilaudid at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient still needed to avoid metal detectors because he had "issues with those before." The patient clarified issues were intermittent pump failures. The first occurrence was when the patient was at a courthouse, so the patient had people "wand" him rather than going through metal detectors. No symptoms were reported. The event date was asked and unknown. There were no further complications reported at this time.